Event description:
It was reported that the plunger rod in the bd luer-lok¿ tip disposable syringe bent during the injection. The following information was provided by the initial reporter: "while provider was injecting site with lido and epi, the plunger for the syringe bent causing her to lose control of the syringe"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples (including photos) were returned for the reported issue of "plunger rod bends easily/needle bent¿, the complaint could not be confirmed, and the root cause is undetermined. The syringe 3ml ll 200 s/c does not have a needle. A review of the device history record was completed for batch# 1260135. All inspections and challenges were performed per applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the plunger rod in the bd luer-lok¿ tip disposable syringe bent during the injection. The following information was provided by the initial reporter: "while provider was injecting site with lido and epi, the plunger for the syringe bent causing her to lose control of the syringe".